Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information/manufacturers listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: leadless cardiac devices-pacemakers and implantable cardioverter-defibrillators. Current treatment options in cardiovascular medicine. 2016;18(8):1092-8464. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable leadless cardiac pacemakers ¿ trans-catheter pacing system (tps). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were adverse events and product issues referenced. The adverse events included: one patient death, cardiac perforation/pericardial effusion, ¿pacemaker syndrome,¿and vascular complications/thromboembolisms. The article also noted there were failures to capture, and high thresholds observed. There were some devices where the implant was unsuccessful due to cardiac perforation, patient anatomy, and unsatisfactory pacing thresholds. There was one patient who was going to have their device replaced, but a new implant site was unable to be found. The author indicated that the referenced patient death was ¿procedure-related,¿ with noted ¿prolonged procedure time and metabolic acidosis;¿ however, the patient had end-stage renal disease. Of note, the article did not indicate that the death was device-related. The status of the pacemaker is unknown; although, there were some device explants/replacements noted. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Event description:
Additional information was obtained through follow up with the author/physician who indicated that there was no additional information available and that the physician did not have any of these patients on his/her caseload or institution.